Event description:
It was reported that "as surgical tech was attempting to load rod on rod inserter, the inner shaft snapped. This was still at back table, so no consequences to the pt."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.